Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, value not provided. Bg cause was not known. Customers husband provided assistance by getting carbohydrates for the customer to consumed to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.